Event description:
It was reported by the user site that on (B)(6) 2026, during use of a 3dimensions mammography system patient exam, the gantry began to shift downward while positioned in the lateral left true position during a tomosynthesis sweep at approximately 90 degrees. The user site reported that the c-arm portion of the device moved downward on its own while imaging was in progress. The user site reported that the gantry subsequently shut down and the compression paddle released compression, allowing the patient to be removed from the unit. No patient or user injuries were reported. A hologic field service engineer (fse) investigated the device and evaluated the vertical travel assembly (vta) and related hardware. The fse inspected the vta power supply, grounding straps, wiring, bolts, and associated hardware. The tomosynthesis potentiometer was replaced by the fse and system calibrations were performed. Multiple test exposures were conducted by the fse for proper operation, and the system was verified to no longer have any further problems at the time. No further information is currently available.